Event description:
Report of adverse event information about a device that was not manufactured or imported by the (B)(6). Were any of the following conditions involved in the event: implant fracture. At the time of the event or implant failure/removal: inflammation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).